Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Z nail cmf 10.5 x 90 lag scr item# 47249909010 lot# 3079120. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent removal of a lag screw approximately 3 years and 9 months post-implantation due to lag screw backout associated with pain. Following an initial intramedullary nail fixation, the patient developed pain attributed to the lag screw backing out. The lag screw was subsequently removed for pain relief. Diligence is completed and no further information on the reported event has been provided.